Manufacturer narrative:
Additional, changed, and/or corrected data: b5 e1 e2 e3 g2 h6.

Event description:
Patient was the initial reporter who provided a physician diagnosis of rupture. Healthcare professional reported after surgery, the device was discarded according to hospital regulations.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and rupture and seroma-late.

Event description:
Physician reported right side rupture and fluid collection. Physician later reported "high blood pressure and heart failure" which is not device related. Device has been explanted.

Manufacturer narrative:
Continued e1 phone number: (B)(6). Clarification to h6: disregard previously reported e0307 seroma. Previously reported "fluid collection" (seroma) was never diagnosed by a physician and will be unreported.

Event description:
Previously reported "fluid collection" (seroma) was never diagnosed by a physician and will be unreported.